Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a2dr01 ipg implanted (B)(6) 2014. (B)(4).

Event description:
It was reported that threshold values suddenly increased on the right atrial (ra) lead. The ra lead was removed and replaced. No patient complications have been reported as a result of this event.